Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation of the device. Device successfully completed all functional test and inspection without duplicating the report. The device was recertified and returned to the customer. Review of the log observed "use paddle discharge prompts", indicating discharge attempts with paddles connected. However, this is not indication of a device malfunction. Analysis of reports of this type has not identified an increase in trend.